Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and variable but in range pacing impedance measurements alternating between 700 and 1000 ohms. A conductor fracture was suspected. During a generator replacement surgery, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.